Manufacturer narrative:
Concomitant medical products: 694765 lead; implanted: (B)(6) 2011; dtba1d1 crt-d; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. It was noted the patient had (B)(6) pocket cultures for staphylococcus aureus. Antibiotic treatment was required. No further patient complications have been reported as a result of this event.